Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: 398 mg/dl, 250 mg/dl, and 175 mg/dl. No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: 398 mg/dl, 250 mg/dl, and 175 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.